Event description:
Reportedly, during the (B)(6) 2012 follow-up, the device could not be interrogated; in addition, there was no magnet response. During the previous follow-up performed in (B)(6) 2011, normal device functioning was observed. The device was listed in the field safety noticed issued in october 2005 on symphony / rhapsody related to metal migration (group number 1). This was recorded under recall # z-0266-06 and recall # z-0267-06 in the united states.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.